Event description:
Healthcare professional reported approx 4.5 months after injection to the malar with juvederm voluma with lidocaine pt developed severe edema at the injection site accompanied by redness, heal, and induration. Pt was treated with ciprofloxacin and prednisone. Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of edema, redness, heat, and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.